Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention at an unknown time due to infection. The site of infection is unknown at this time.